Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional reporter: (B)(6).

Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. As per report, 0.2 micron filter on dual check valve extension part of tubing (which is referred to as the medication line) on trifuse extension set was leaking. The filter on the green ring lumen was not affected. There was no unexpected or prolonged care. There were no defects noted on the tubing set before it was used. The tubing was replaced and therapy resumed. There would have been a syringe attached to the micoclave at the dual check valve and a bag of either d5w or nacl 0.9% but they were not retained. There was patient involvement and no apparent harm.

Manufacturer narrative:
Received one used. List #mc330523, 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer; lot #unknown. --> one used. Baxter nacl 0.9% sodium chloride injection usp 250 ml intravenous bag; lot #w3g31b0. The inline filters were functionally tested, and leakage was confirmed with both inline filter vents. The probable cause of the observed leakage is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.